Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not activating the monitor) was confirmed. Upon evaluation, the front response button covers was missing and there was contamination under metallic dome. The cause of the defective front response button was the contamination under the dome. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.